Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, failure mode effect analysis and system hazard use and misuse analysis. The DHR (device history review) for sterrad nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a significant trend. Trending analysis for "h2o2 area too low" and "sterility claims" issues associated to the sterrad nx found no significant trends. The fmea (failure mode effect analysis) found that all related failure modes have overall risk numbers below (B)(4). The shuma (system hazard use and misuse analysis) was reviewed and all hazards related to operate misuse have been addressed. The risks have been controlled. The assignable cause for the improper cancelled load handling is user error. The customer has been instructed on proper handling procedures when a sterrad nx load cancels. The assignable causes for the h2o2 area too low cancellations are the h2o2 lamp assembly and improper cassette insertion. The h2o2 monitor was replaced and the customer has been reinstructed on the proper cassette insertion procedures.

Manufacturer narrative:
An fse was dispatched to the site for the issue and replaced the h2o2 lamp assembly and the h2o2 monitor. A test cycle was run and successfully completed.

Event description:
A facility reported that instruments from a cancelled cycle were used on a patient. The load from the cancelled cycle was not reprocessed because it was too late to start the new cycle in the sterrad nx sterilizer (or the sterrad 100s sterilizer at the facility) for the next surgery schedule. The customer had an alleged emergency surgery and could not wait for the karl stortz camera head (model# unknown) to be reprocessed. The instrument was wiped down with alcohol. There was no information received about additional medication being prescribed to the patient. There was no harm or injury reported associated with the event. The sterrad nx cancelled with an error of hydrogen peroxide curve area too low. A field service engineer (fse) was dispatched to the site for the issue and replaced the hydrogen peroxide lamp assembly and the hydrogen peroxide monitor. A test cycle was run and successfully completed. Based on the current information provided, the event is being reported as a malfunction. If additional information is received, a supplemental medwatch report will be submitted.